Event description:
The facility's biomedical engineering department reported that an infusion pump failed during pt use. The pump was infusing epinephrine to an intensive care unit pt when the event occurred. Reportedly, the nurse was at the bedside when the pump alarmed "failure" and the pt's blood pressure decreased from 110/70 to 70/40. Epinephrine tubing was removed from the "failued pump and placed in the new functioning pump." The rate of epinephrine infusion was increased to increase pt's blood pressure. Despite baxter's efforts to obtain additional information from the reporting facility's risk management dept, details were not available regarding pt's demographics, diagnosis or status, pt injury, medical intervention, rate of the epinephrine infusion, or set up of the infusion device.